Event description:
It was reported that on the procedure to explant the pacemaker due to normal battery depletion this right atrial (ra) lead was surgically abandoned as the physician cut the lead while opening the pocket. Also, boston scientific representative informed that the right ventricular (rv) lead was partially capped in the past. No additional adverse patient effects were reported.